Manufacturer narrative:
The lead under complaint was not returned for analysis. Therefore, this report only refers to the inspection of the quality documents associated with the manufacture of the lead and the ICD as well as the analysis of the ICD itself. The manufacturing processes for the lead and the ICD were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing of these devices. Particularly, the final acceptance tests proved the devices functions to be as specified. Upon receipt, the ICD was interrogated, revealing the bos battery status. The device was implanted for 18 months and 42 charging cycles were recorded in the devices memory. The device was visually inspected. The inspection revealed a discoloration of the titanium housing of the ICD. This is a normal and expected oxidation process due to high electric fields during shock delivery and is not affecting the ability of the device to deliver therapies. The memory content of the device was inspected. During analysis of the available iegms noise was observed in the ventricular as well as the far-field channel, leading to multiple charging cycles that partially resulted in shock delivery, confirming the clinical observation. Therefore, a sensing test was performed. The device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied, and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the ventricular as well as the far-field channel, leading to multiple shock deliveries as reported in the complaint description. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of an ICD malfunction. The clinical observation presumably resulted from a damage of the rv lead. There was no indication of a material or manufacturing problem of these devices.

Event description:
After an implantation period of approx. 18 months, oversensing with inappropriate therapies was reported. The lead was capped. Should additional information be received, this file will be updated.